Event description:
It was reported that the patient was monitored post-procedure via merlin.net. Device transmissions showed that the right ventricular (rv) lead exhibited intermittent capture, resulting in loss of capture. The patient experienced a syncopal event. Device interrogation showed that the rv lead exhibited far-field p-wave (far-p) oversensing, and it was observed that the rv lead was located in the right atrium, while the patient was in atrial fibrillation (afib). A chest x-ray confirmed rv lead dislodgement. A temporary pacing lead was placed on (B)(6) 2026. The patient was subsequently brought back for rv lead repositioning on (B)(6) 2026. The patient remained in stable condition before, during, and after the procedure.

Manufacturer narrative:
Correction: the medical device problem code should be reported as failure to capture rather than intermittent capture.